Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call needle anomaly. Troubleshooting for the hub stuck in the serter was performed. Customer advised during a camping trip the needle part of the sensor remained on the serter and broke off. Customer advised when they removed the serter from their body the needle was stuck in the serter. Customer requested a sensor replacement along with two reservoir replacements.